Manufacturer narrative:
Analysis confirmed the stated reason for return, the touch screen was out of calibration. Analysis further noted that the floppy drive was defective, the company logo button was missing, the feet of the lower case were worn and that an error was found in the software history. The bezel assembly (touch screen) and lower case were replaced, the compan logo button was added, the touch screen was calibrated and new software was installed. The device was also cleaned and it passed its electrical safety and all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was not possible to calibrate the programmer's screen. The programmer has not been returned for service. There were no patient complications reported as a result of this event. It was further reported that the product had been returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.